Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shell consistent with tool or sharp instrument damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. Product analysis showed functionality of the device was as designed. The product record review indicated that the reported events do not represent an unanticipated event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. The investigation conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. The reported events could not be confirmed or substantiated through the product investigation

Event description:
It was reported that the patient experienced a second revision of an artificial urinary sphincter(aus) cuff due to unspecified reasons. The patient had a revision surgery on (B)(6) 2019 to replace the whole aus system and was double cuffed. This was the patient's second revision surgery to implant a cuff. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a second revision of an artificial urinary sphincter(aus) cuff due to unspecified reasons. The patient had a revision surgery on (B)(6) 2019 to replace the whole aus system and was double cuffed. This was the patient's second revision surgery to implant a cuff. A patient outcome was not reported.